Event description:
Review of complaint information reported a customer received a reading of 300mg/dl around 23.00 hours. The customer injected himself with 12 units of insulin, at around 02.00 hours the customer had a hypoglycaemic attack. No further readings were performed. The customer also reported that their meter would often show error 4 messages.